Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a no device found message, and that the cable insulation is torn at donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the ins didn't want to recharge anymore. Patient (pt) stated that when they worked with the equipment to try and recharge the ins, the equipment got terribly hot. Pt stated that the paddle where cord went into the paddle (the tip of it) got hot, the relay box got hot, and the controller itself (the whole battery) got hot when trying to recharge the ins. Pt stated that the equipment didn't want to find the ins and that they had a terrible time trying to recharge the ins. Pt attempted to recharge the ins during the call; no device found appeared. Pss had the pt select recharge on the no device found screen to go through passive recharge mode. The three numbers on the trying to recharge screen were 100 100 100. Pss had the pt move the rtm away from the ins site completely and the three numbers stayed at 100 100 100. The issue was not resolved. An email was sent to the repair department to replace the recharger.